Event description:
During surgical procedure, surgeon observed current was skipping and acting as a uni-polar rather than bipolar current. The bipolar cord did not have tight connection in the dual ports of the machine.